Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID: 8780 (serial: (B)(6); product type: 0184-catheter; implant date: (B)(6) 2014; UDI:(B)(4) ; ubd: 2016-09-26. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid, bupivacaine and fentanyl via an implantable pump for post laminectomy pain and non-malignant pain. It was reported that the reason for the call was the patient stated that 2-3 days ago they started to hear an alarm in the morning. The patient stated that they had a pump study done and they were waiting to hear back from the doctor. The patient stated that the doctor did not want to "wand" the catheter again after the procedure. The patient mentioned that they did several x rays and there was no evidence of anything blocking it except for the brace on his spine that held the intrathecal catheter into place where it went into his spinal cord. The patient mentioned the catheter was bent and the doctor got no flow back. The patient was redirected to their healthcare provider to further address the issue. The patient had to disconnect as the doctor was on the other line.